Manufacturer narrative:
D10 concomitant medical product: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2h0085y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n2g0717y); sigpshell, sig power sigpshell control shell (lot#n2m0371y); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#n3e0407y); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#n3e0407y); sigphandle, sig power sigphandle handle (serial#unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (serial#unknown); egiauxl, egiauxl endogia ultra univ xl stapler (lot#p9l1316y). H3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted that each instrument firing knobs were retracted and the articulation lever was in neutral position. Functionally, each ins trument was successfully loaded with a representative single use loading unit (sulu). During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. Sheared teeth were visible on each instruments firing rack. It was reported that the instrument made a noise. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws or attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, while setting up, the power shell was not recognized by the handle. A new shell was then used. It was also reported that the trs suture for one reinforced reload was not secured and the trs was torn for the second reinforced reload. Another reloads were then opened. It was also mentioned that the two manual handles had instrument made strange noise. Additionally, the two reloads partially fired. It was noted that the stapling was partially completed not all the way through. New reloads were opened to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that sheared teeth were visible on each instruments firing rack.